Event description:
A positive advia centaur troponin ultra result was obtained on the third draw of a patient sample. The result was reported to the physician. The patient's sample was repeated five times the next day and the results were negative. A stress test was scheduled for the next day, but was cancelled. There was no report of adverse health consequences as a result of the falsely elevated troponin ultra result.

Manufacturer narrative:
A siemens healthcare diagnostics field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.